Event description:
Spontaneous call from pt. Indicating there is leaking occurring from the connector and one of the needle sets. Pharmacist stayed on the line while pt changed to new supplies and there was no more leakage. No adverse effects noted. No other info known, unk if pt kept malfunctioning supplies. FDA safety report ID# (B)(4).